Event description:
It was reported that during a pci procedure, stent damage occurred. The lesion being treated was located in the calcified, 90% stenosed left anterior descending (lad) artery. Following pre-dilatation with a balloon, the express2 stent was not able to cross the lesion. The physician attempted to advance the express2 delivery device across the lesion several times, however, the distal edge of the stent was raised. The procedure was completed with another device. There were no reported pt complications. Pt status listed as "good".

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The cause of the difficulties stated in the complaint could not be determined. The mfg records for top assembly batch 9073358 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause of the event could not be determined.